Manufacturer narrative:
All 4 hip replacement components were explanted. Complaint (B)(4) documents all the details. The patient was revised as a precautionary measure to prevent infection. No periprosthetic infection detected. This revision is not attributed to design malfunction. MDR is reported as it qualifies for an adverse event. No product malfunction occured.

Event description:
Dr. Conducted a revision surgery with explant of all components for concerns of infection. No infection was found from samples of tissue taken during procedure. Surgeon proceeded to implant an antibiotic hip construct.